Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2023 that a patient received a smark marker in her breast in a stereotactic biopsy. At the time of the implantation the patient referred that the technologist referred to her that the material of the marker was titanium but later the patient read that some of the materials from the markers could be stainless steel. The patient later reported that she was allergic to stainless steel and nickel and now it is experiencing frequent rashes in the area. The patient has not reported additional medical intervention or treatment. No other information has been provided.